Manufacturer narrative:
Investigation: per the customer, since they have been getting different alarms recently during testing, priming or treatment, they have to take a new set and build it up again. They reported that they suspect it was a problem with the set because when they carried out a new treatment on another patient there was treatment without complications. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that immediately at the start of the plasma separation treatment they received an "alarm reservoir blockade" message. After acknowledging the alarm, treatment started and the plasma pump started and the alarm went off again after 10 minutes. There were other alarms that could be acknowledged by the operator and the present nurse according to the machine indication, and then the treatment continued. After 50 minutes of treatment the patient experienced a drop in blood pressure to 49/30 and general condition deterioration. After rapid administration of 200ml gelafundin + 500ml sterofundin the condition improved and treatment was stopped. According to medical assessment, the patient still got 2 bags of ffp (fresh frozen plasma). The patient was then brought to the ward in good and stable condition and discharged the next day. The patient was premedicated with 1 ampoule histakut + 1 ampoule h2-blocker +100mg sdh and the condition prior to the procedure was unproblematic. Patient ID is not available at this time. The disposables set is not available for return because it was discarded by the customer.

Event description:
The customer reported that immediately at the start of the plasma separation treatment they received an "alarm reservoir blockade" message. After acknowledging the alarm, treatment started and the plasma pump started and the alarm went off again after 10 minutes. There were other alarms that could be acknowledged by the operator and the present nurse according to the machine indication, and then the treatment continued. After 50 minutes of treatment the patient experienced a drop in blood pressure to 49/30 and general condition deterioration. After rapid administration of 200ml gelafundin + 500ml sterofundin the condition improved and treatment was stopped. According to medical assessment, the patient still got 2 bags of ffp (fresh frozen plasma). The patient was then brought to the ward in good and stable condition and discharged the next day. The patient was premedicated with 1 ampoule histakut + 1 ampoule h2-blocker +100mg sdh and the condition prior to the procedure was unproblematic. Due to EU personal data protection laws, the patient information is not available from the customer. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer, since they have been getting different alarms recently during testing, priming or treatment, they have to take a new set and build it up again. They reported that they suspect it was a problem with the set because when they carried out a new treatment on another patient there was treatment without complications. Immediately at the start of treatment the customer experienced a level sensor alarm. After acknowledging the alarm treatment started and the plasma pump started, alarm went off again after 10 minutes. There were other alarms that could be acknowledged by the operator and the present nurse according to the machine indication, and then the treatment continued. After 50 minutes of treatment the patient experienced a drop in blood pressure (decrease/waste 49/30) and general condition deterioration. Rapid administration of 200ml gelafundin + 500ml sterofundin was given, blood pressure and condition improved. Treatment was stopped. The customer also mentioned that there was more plasma in the drainage/discharge bag than has been exchanged up to then, i.e. Instead of 1400ml in the bag after weighing, there were 500ml more in it, according to medical assessment, the patient still got 2 bags of fresh frozen plasma (ffp). The patient was then brought to the ward in good and stable condition. Since they have been getting different alarms recently during testing, priming or treatment and have to take a new set and build it up again, the customer suspects it was a problem with the set because they then carried out a new treatment on another patient without complications. The customer confirmed they weighed the waste bags from separated plasma during a treatment and found it to be about 600ml more than the set exchange target. The customer discussed with mr. Roth (sales consultant therapeutic systems germany) and found out that acda was collected in the discharge bag together with plasma, and not infused into the patient as with the citrate dialysis. So after the first report the customer would like to make a correction - the patient did not have more plasma withdrawn than was discontinued, but was for another reason because of a drop in blood pressure, or a reaction to ffp. A disposable complaint history search was performed for this lot and found no reports for similar issues worldwide. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment for the adverse reaction was performed for this complaint. The reported hypotension is a common side effect of therapeutic apheresis procedures. It is typically caused by fluid shift, blood loss, length of the procedure, patient's sensitivity to the procedure and/or hemodynamic stress of the procedure.